Manufacturer narrative:
Date sent to the FDA: 3/3/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on 12/17/2014 during which the surgeon noted that he encountered and lysed dense adhesions of the small bowel over the old mesh. He resected a portion of the small bowel and removed the mesh that was found to be displaced. It was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress and anxiety. No additional information was provided.